Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock as inappropriate therapy. The electrode for this system was suspected to have migrated, so the delivery of inappropriate shock was attributed to the electrode migrating. The electrode will be repositioned when the s-ICD is replaced as scheduled for its battery reaching its end of life (eol) as expected. The procedures has not been scheduled at this time. This electrode remains in service. No additional adverse patient effects were reported. Additional information received indicates here was low amplitude for the patients rhythm, t-wave oversensing and oversensing of noisy signals. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock as inappropriate therapy. The electrode for this system was suspected to have migrated, so the delivery of inappropriate shock was attributed to the electrode migrating. The electrode will be repositioned when the s-ICD is replaced as scheduled for its battery reaching its end of life (eol) as expected. The procedures has not been scheduled at this time. This electrode remains in service. No additional adverse patient effects were reported.